Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 509 mg/dl. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the insulin pump did not alarm when she change the infusion set system and the cannula was bent. The customer declined to test the insulin pump. The insulin pump will not be returned for analysis.